Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong catheter attached to the nxt connector. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just proximal of the 34 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported by the customer that during the first session of chemotherapy following catheter placement on (B)(6) 2023 and the second session of treatment, the patient reported pain near the insertion site. Pain was still felt in situ during the third session of chemotherapy. Part of the catheter was removed, and liquid was found leaking from the site 1.5 cm away from the insertion site. Additional information received 5/22/2023: the leaking fluid was saline. There were no complications, and no treatment was needed. The event did not cause a clinically significant delay in treatment. No other information was provided.

Event description:
It was reported by the customer that during the first session of chemotherapy following catheter placement on (B)(6) 2023 and the second session of treatment, the patient reported pain near the insertion site. Pain was still felt in situ during the third session of chemotherapy. Part of the catheter was removed, and liquid was found leaking from the site 1.5 cm away from the insertion site. Additional information received (B)(6) 2023: the leaking fluid was saline. There were no complications, and no treatment was needed. The event did not cause a clinically significant delay in treatment. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.